Event description:
Healthcare professional reported right side capsular contracture baker grade IV and infection. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation summary: with the information collected during the investigation, there is enough evidence to support that device work order 2478951 was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30012469 is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for gel breast implants for the period of dec 2019 through nov 2021, was noted an outlier in december 2019. An additional analysis was performed to determine any pattern or any similarities relation between prs involved. It was found that some sealers and sterilizer were involved in more than one occasion, however, calibrations and maintenance of the equipment involved were reviewed and it was determined that they were performed on time and met specifications. In addition, all the records involved in this month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time. The events of capsular contracture and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and infection.